Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 3.4, lab: 2.8 (venous sample). Testing occurred same day within 30 minutes. Patient's target range is between (3.0-3.5).